Event description:
I had an eye ulcer that was recurring. I had it twice in november and once in january, february and march. I used contacts and bausch and lomb contact solution. I was given zymar and lotemax in november.